Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. Device analysis revealed a damaged in the lap joint from femoral marker to the distal end. Impedance testing shows a good unit wave form. During image characterization testing, non-square image appeared in the ilab system due to insufficient flushing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on investigation completed on (B)(6) 2017. It was reported that lost image occurred. The 90% stenosed target lesion was located in the severely tortous and mildly calcified middle right coronary artery (rca). During the procedure, an opticross imaging catheter was selected for use. However, the physician noticed that image disappeared when trying to reach the lesion. The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient had no injury. However, device analysis revealed a damaged in the lap joint from femoral marker to the distal end.